Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected 1 photo and 1 physical sample submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection of the photo and sample. Analysis of the sample showed that no defect was found in the photo nor the physical sample. The physical sample connections were tested with a bd syringe and were verified and connected correctly. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Connecta is not fitting securely with the connector and is getting detached during use.